Manufacturer narrative:
Received one 4f sl bioflo PICC for evaluation. Visual/microscopic exam: as received, the catheter was contained bio material {blood} inside and out. An injection cap (needleless connector) was attached to the hub. The injection cap {needleless connector} was firmly attached to the female luer lock. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the parting line. There were no other visual defects noted to the catheter. Functional check: an accurate verification/measurement could not be performed for the female taper and threads of the valve due to the crack. The customer's complaint description is confirmed for cracked hub luer. No component molding non-conformances or other damage was observed during visual inspection of the returned sample. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. The device history records for the bioflo pasv PICC packaging, PICC assembly, valve assembly and luer hub molding lots were reviewed for any deviations related to the reported hub crack failure mode. The review confirms that the lots met all material, assembly and performance specifications with no internal non conformance reports (ncr) written. Labeling review: the dfu that is supplied in bioflo kits item number {16600224-01} contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure: 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Catheter inserted by anesthesia nurse at (B)(6) and the home nurse has used the catheter afterwards - crack in the "catheter connector" discovered 090120 so the catheter had to be discontinued. The crack is in the same location as the previously inserted catheter. The catheter is navilyst bioflo PICC bd maxplus connector has been used for this product like the previous one. The PICC was removed and replaced. No patient injury or complications due to this event. The reported defective disposable device has been returned to the manufacturer for evaluation.